Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient alleged the cgm value had been higher that her bg value and has resulted in unalarmed serious hypoglycemic events. The most recent inaccurate values were a cgm of 4.8 mmol/l but a bg of 2.7 mmol/l. The patient complained of weakness but was able to self-treat with glucose tablets. The patient provided additional values that were inaccurate that were dated (B)(6) and (B)(6); however, it is unknown if the dates indicate (B)(6) and (B)(6) or if the values were from the cgm or bg meter. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.